Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the partial disconnection of the cable due to the user handling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and the reported phenomenon was duplicated. There was no abnormality in the appearance of the device. Based upon the investigation result, there was the possibility that the reported phenomenon was attributed to the partial disconnection of the cable due to the user handling.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was displayed on the monitor during reprocessing before surgery. The user replaced the device to another device and completed the procedure. Then, olympus inspected the device at the service department of olympus trading (shanghai) limited and reported event was reproduced. When the device was connected to the processor, the processor did not recognize the device and no endoscopic image was displayed. There was no abnormality in the appearance of the device. Reportedly, the cable unit was defective. As a result of replacing the cable unit, the image abnormality was resolved. There was no report of patient injury associated with this event.